Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissor tip cover accessory was observed to be broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissor tip cover accessory for failure analysis investigation. The accessory was analyzed and returned with the insulation insert completely separated from the silicone over-mold. The gray insulation did not appear to have any residual silicone on it, and the silicone over-mold did not appear to exhibit any signs of physical damage to indicate that the over-mold was torn from the gray insulation. The silicone over-mold also did not carry any of the gray insulation, and it appears the separation between the two components was very clean. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover accessory did not fall inside the patient. The surgeon did not notice any issues with the functionality. The mcs instrument was properly installed, and no orange area was exposed. An installation tool was used. There was no difficulty in removing the instrument. The instrument wrist was straightened upon removal. The surgical staff did not notice any damage.

Event description:
Refer to h11 for follow-up information.